Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was experiencing some pain post implant procedure. This implantable lead exhibited high thresholds and an elevated pacing impedance measurement of 1400 ohms. X-ray confirmed a perforation. A revision procedure was performed, and the lead was explanted and replaced without further incident. No additional adverse patient effects were reported.